Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-10096. It was reported via user facility medwatch (B)(4) that stent dislodgment occurred. The target lesion was located in a tortuous and calcified right posterolateral branch (rpl). Predilation was performed with two different balloon catheters. A 2.75x16mm promus premier drug eluting stent was advanced to treat the lesion; however, the device was unable to advance and it was noted that the stent sheared off the balloon while trying to withdraw the stent. The dislodged stent had to be deployed in the mid right coronary artery (rca) where it was not intended to be placed. A second promus premier stent was advanced and deployed in the original lesion of the rpl. The patient did fine during hospital admission. However, post procedure, the patient had st segment elevation myocardial infarction (stemi) less than 1 week because of stent thrombosis due to probable under expansion of rpl stent. No further patient complications were reported.